Event description:
Infusion center rn hung the pre-chemo medication. Diphenhydramine, using the 14" bifuse add-on set w/spiros. Upon connecting to the spiros port, fluid immediately began leaking out of the body of the spiros connector. There was no exposure to the pt or staff. If the medication had been the chemotherapy, there could have been an exposure and spill. The rn removed the medication from the connector and connected it to a different bifuse add-on set w/spiros.